Event description:
It was reported that during a transcatheter aortic valve implant procedure, access was obtained via the left femoral artery. A 8 french (fr) introducer sheath was then inserted. The introducer sheath was then exchanged for an 18 fr dilator to dilate the vessels and allow for the delivery catheter system (dcs) to be inserted and advanced. After the dilator was removed, the dcs was inserted into the patient and advanced to the abdominal aortic bifurcation. Once at this location, the dcs could not be further advanced. In response, the dcs was removed from the patient, and a 14 fr introducer sheath was inserted and attempted to be advanced; however, this was unsuccessful as well. Subsequently, multiple different wires and equipment were utilized in attempt to pass this position. The patient then became severely hypotensive and experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was then initiated as well as infusions of blood and administration of medications. Angiography was then utilized to identify that a perforation or dissection had occurred in the abdominal aorta. A non-medtronic balloon catheter was then utilized to control the bleeding. Ultimately, the p atient died. Per the physician, the procedure contributed to the patient's death as well as the patient's calcified anatomy.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.